Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the left ventricular lead exhibiting loss of capture, poor sensing, and decreased pacing impedance. Chest x-rays, echocardiogram, and computerized tomography scans were performed, and confirmed the lead had perforated the coronary sinus. The lead was extracted and replaced. There patient was hemodynamically stable throughout and discharged the next day.